Event description:
It was reported that wound dehiscence of the patient's pump pocket occurred multiple times. They had tried to revise "at least once", and within a few days the pocket began to break down. It was further indicated that the pump was "tried sub-fascial" as well; and the same issue occurred a few days following the revision. It was also noted that they did not believe it was an allergy, but they would like to rule that out. Additional information has been requested, but was not available as of the date of this report.